Manufacturer narrative:
The sample was received and evaluated. One (1) used sample was returned with the original packaging and appeared generally clean. The bushing is detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage. Root cause: a manufacturing investigation was opened and the root cause was due to manufacturing equipment. During manufacturing, a gap can form between the bushing and cone adaptor that may cause weak bonding. Corrective actions have been initiated. The device history record for the lot number, m5236t511, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned for evaluation.

Event description:
It was reported that a patient's catheter became detached and had some oxygen desaturation; however, the catheter was switched for a new one with no further issues. No additional information was provided at this time.